Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation from his scs system. An sjm representative met with the patient for system diagnostics and confirmed invalid impedances were present. Reprogramming was unable to provide effective stimulation. The patient will follow-up with his physician to determine the next course of action to address the issue.